Manufacturer narrative:
It was reported that a revision surgery was performed due to a painful knee, suspected infection. Baseplate and insert were removed and replaced. The associated devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device information. As device details were not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per our risk management file, possible causes of infection could include but not limited to patient reaction or patient post-operative healing issue. It was reported that the surgeon did not fault the devices. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to painful knee. Suspected infection. Baseplate and insert were removed and replaced.